Event description:
It was reported that during a rotational atherectomy procedure of a calcified left circumflex lesion of 99% stenosis, the pt experienced slow flow and a drop in blood pressure after the procedure. The physician used the 1.5 mm burr utilizing standard technique with platforming, however, he had difficulty stabilizing the rpm's. The 1.5 burr was exchanged and the lesion was successfully ablated with a 1.75 burr. After the procedure, the pt experienced slow flow and a drop in blood pressure. The physician inserted an iabp and the pt was transferred out of the cath lab to the ccu in stable condition.